Manufacturer narrative:
This device (lot unk) is distributed outside the united states; however, it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report #9616099-2007-01511, 9616099-2007-01668, & 9616099-2007-01670. This event was reported during a presentation at the vascular leaders summit. A report was received that several cypher stents were associated with coronary artery aneurysm sometime after implantation. The event involved a male pt with an unk medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed de novo lesions in the mid to proximal right coronary artery and the mid to proximal left anterior descending. No other vessel and/or lesion characteristics were provided. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. It is not known if the lesions were pre-dilated prior to the placement of two 2.75x28mm cypher stents in the mid to proximal lad and a 3.50x 33mm and a 2.50x28mm in the mid to proximal rca; at unk maximum inflation pressures. According to the IFU, the use of more than two cypher stents has not been in clinical studies. The post procedural administration of asa or plavix was not reported. Some time after the index procedure, the pt underwent a repeat angiogram that revealed a coronary artery aneurysm. The treatment of this event, if any was not reported. The products remain implanted in the pt and are not available for evaluation. In addition, a DHR review could not be performed since the lot numbers were not provided. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the devices and the event.

Event description:
During a presentation presented at the vascular leaders summit, 15 out of 2602 pts with de novo lesions who received cypher stents developed coronary artery aneurysms.